Manufacturer narrative:
Patient information is unknown. Additional product codes: mnh, mni, kwq, kwp. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a revision surgery on (B)(6) 2018, it was found that the head of a matrix polyaxial screw had come off when it was inserted into the place where matrix polyaxial screw 8.0 mm used to be placed. The surgeon extracted this broken screw and replaced it with new one. No broken pieces were found left in the patient¿s body under the x ray. The surgery was successfully completed with no delay, and there was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part no: 04.632.940s, lot no: 9661743: manufacturing location: selzach, supplier: frueh ag, release to warehouse date: 28.sep.2015, expiry date: 01.sep.2025: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.632.940 / 9898144 was manufactured in us, brandywine: brandywine DHR review: part no: 04.632.940, lot no: 9898144, manufacturing location: brandywine, release to warehouse date: 09.sept.2015, expiry date: n/a (non sterile): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material DHR review: part no: 04.632.940, lot no: 9898144, manufacturing location: brandywine, release/put away date: 09.jun.2012, expiry date: n/a (non sterile): no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: a product investigation was conducted. The implant was received with the reported condition of ¿visual stripped/worn/twisted/cross threaded : nrm¿ the following investigation flow were performed: device interaction/functional & damage: visual (appearance not as expected). It was visually observed that the locking head portion of the implant fell apart in addition there is damage to the top of the screw portion (mostly likely done by pliers to remove the screw, as material is bent and rolled over) and the top proximal threads showings signs of rolling. A functional test was attempted to determine if the screw head could be reattached to the screw and was not successful. Therefore, the complaint condition could not be replicated. The received condition does agree with the complaint description. The complaint is confirmed. Dimensional inspection was not performed due to post manufacture damage. A device history review, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition a possible cause could be too much force was applied during insertion resulting in the head popping off and use of pliers to remove the screw. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.